Manufacturer narrative:
Visual examination of the returned device confirms the observation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address a broken acetabular liner.

Manufacturer narrative:
Update rec'd 05/30/2014- a product evaluation by a depuy material scientist has been completed.on the basis of the material scientists investigation, the polyethylene liner fractured as a result of low stress high cycle fatigue crack initiation and propagation. No evidence of material or manufacturing defects was observed in the polyethylene liner that could have contributed to fracture initiation and/or propagation to failure. A need for corrective action was not identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.